Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "vitrectomy probe would not connect to the system" (fitting problem). The nurse reported a posterior capsule tear occurred. The surgeon performed an anterior vitrectomy. The vitrectomy probe would not connect to the system. The nurse was required to hold the connection between the console and the vitrectomy probe to complete the anterior vitrectomy. The surgeon was able to complete the case and implanted an iol.

Manufacturer narrative:
The company service representative examined the system and replaced the cpc connector. The cpc connector replacement mitigated the problem connecting the vitrectomy probe to the system. The cpc connector was disposed of. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear in an issue that is occasionally reported with cataract surgery. (B)(4). (B)(4). (B)(4).